Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the electrodes and therapy electrodes. The patient reported that the skin is broken. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient had removed the device for a period of time but that the sores were not healing. Reporting out of an abundance of caution.